Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 29 - motor cart range low) occurred during the load process. Blood glucose was 85 mg/dl. Reportedly, a new cartridge was loaded to address the event.